Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Customer's blood glucose (bg) was 50 mg/dl which was caused from administering a manual injection to address an elevated bg level. Customer addressed bg level by ingesting carbohydrates.